Event description:
It is reported that a resolute stent was implanted in a patient and subsequently restenosed. The patient has not undergone any treatment or intervention to treat the restenosis but the physician is reportedly considering sending the patient abroad for further treatment. The physician believes that the stent may have been under deployed initially, based on fluoroscopy.

Manufacturer narrative:
Evaluation codes, results: patient's condition affected effectiveness of device (lesion morphology) related to operational context (stent under deployed was most likely procedural related) no results available since no evaluation performed (device not returned for analysis) evaluation codes, conclusions device failure/lack of effectiveness related to patient condition (lesion morphology) operational context contributed to event (stent under deployed was most likely procedural related) unable to confirm complaint (device not returned for analysis) (B)(4).